Event description:
The customer reported false positive results with the binaxnow covid-19 ag card for multiple patients performed on various dates. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the binaxnow covid-19 ag card performed on (B)(6) 2021. On a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing with pcr was performed on (B)(6) 2021. Generating negative results. The customer stated the patient was symptomatic with undisclosed symptoms for 6 days. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 141911 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 141911 and device part number 195-430h/ lot 136770a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 141911 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However; it could possibly be related to the specific patient samples. Rerfernce MFR# 1221359-2021-03672.